Event description:
It was reported that the patient presented in clinic for Aveir leadless pacemaker (LP) implant procedure. Following the procedure, the right ventricular LP was discovered to be dislodged. The LP was explanted. There were no patient consequences.